Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Review of memory noted no suspicious faults or resets; however, device data was insufficient to obtain the battery status as the device had no telemetry. Diagnostics show the power level was not gradually rising. Analysis did not identify any device characteristics that would have caused or contributed to premature battery depletion (pbd).

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.